Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h6 codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold nw. Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient controller cannot be charged smoothly. It responds during charging, but it does not increase from 30% at all. The ac adapter part has quite a bit of overheating. The event occurred during normal use. Troubleshooting was performed. The battery pack inside was replaced with another one, but it did not seem to be improving. The problem did not resolve even when the battery was removed, inserted and the power source was reconnected. The issue was not resolved. There was no health damage. Additional information was received reporting when the power supply part of the patient controller was plugged into a separate socket, it could be charged to 100%. However, the ins could not be charged. Charging was done using the method that had been used up until now and the previous location, but device non-detection occurred immediately. And then the square in the middle of the recharger cable gets quite hot. When the recharger was reconnected, reset, or readjustment of the antenna part was done, it temporarily resolved the problem, but the device not being detected occurred after about 10 seconds. There were no patient symptoms. Both the recharger and patient controller were replaced and the event improved.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) product type recharger g2. Foreign: japan h3. Analysis found non-conformances and the recharger was subsequently scrapped. The plastic guard on the end of the recharger cord was broken. And the following rtm telemetry failure occurred: poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.